Event description:
The harmonic ace insert was returned with no alleged issue reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The harmonic insert was returned with RMA 30005580 with no reported issue. The harmonic insert was found to have a broken blade. The blade broke at roughly .18¿ from the base. Broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.